Event description:
It was reported that the patient underwent total hip arthroplasty (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to femur fracture. The head was cold-welded onto the stem. The stem, modular head, and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent right total hip arthroplasty (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to periprosthetic fracture after a patient fall. During the procedure, it was noted the modular head was cold-welded onto the femoral stem. The femoral stem, modular head, and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00107 / 00108).

Manufacturer narrative:
This follow-up report is being filed to relay additional information and to report device evaluation results. Evaluation of the returned device found evidence of minor burnishing of the porous coating in one area near the rim. It could not be determined whether this burnishing occurred before or during removal surgery. Scratching was visible on the articular surface and the edge of the bearing surface appeared to have worn in one area. It is possible that this edge wear might have occurred due to dislocation or subluxation of the head. The inferior portion of the cup bearing surface showed little evidence of wear or scratching.